Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to claim low audio output on (B)(6) 2015. It was also state that patient woke up in a hypoglycemic event and was hospitalized. No additional even or patient information is available. It was reported that the patient was pregnant. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.